Event description:
It was reported that during a procedure when applying pressure to the device to close the clip, the clip edges did not align but crossed. A second clip applier was opened and had the same problem. The clips were on the artery. A third clip applier was used without any problem. There was no pt injury or complications, and the pt was doing fine. See MFR report #2134070-2012-00025 regarding the other clip applier.

Manufacturer narrative:
The device was not returned to the manufacturer. A follow-up report will be sent if the device is received.